Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The device remains implanted in the patient and is thus not available for return to the manufacturer. Neurological dysfunction is a known inherent risk associated with vad therapy. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating that on (B)(6) 2017 a patient had a stroke with a nih score of 27. A computed tomography (CT) scan showed an evolving right middle cerebral artery infarction. No further information was provided at this time.

Manufacturer narrative:
A report was received stating that on (B)(6) 2017 while hospitalized patient had a stroke with a nih score of 27. A computed tomography (CT) scan showed an evolving right middle cerebral artery infarction. No treatment or therapy was given. Patient was discharged to an acute rehab center on (B)(6) 2017. No further information was provided at this time. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.